Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the protective footplate had been drilled into and broken and the cutter was unable to be inserted. During repair and disassembling of the device it was discovered that the bearings were worn and no longer in axial alignment from normal use over time thus not allowing the cutter to be inserted. Also the broken tip is consistent with improper assembly. When the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. The attachment could be forced into position which placed the distal tip of the burr in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip. The assignable root cause was due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routing maintenance, it was observed that the craniotome device had a broken foot plate. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.